Event description:
It was reported that the keypad button presses did not activate desired pump functions. The up, down and ok keypad buttons reportedly need to be pressed multiple times and with excessive force for a response. The pt denied any damage to the keypad. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, the up/down/contrast keypad buttons intermittently responded to user inputs during testing, and there was evidence of adhesive/contamination found under the up/down/contrast key contacts.